Event description:
It was reported the asymptomatic patient presented via a merlin@home transmission showing post paced t-wave non-sustained ventricular oversensing. The oversensing was noted on a stored egm. Far r-wave oversensing caused inappropriate mode switching. Programming changes were recommended.

Manufacturer narrative:
(B)(4).